Event description:
Patient had femoral prosthesis inserted. Approximately 3 months later, patient complained of pain and returned to the surgeon. X-ray revealed fractured femur and anchor plug component.